Event description:
A malfunction was reported on the pump by the caller, identified by malfunction code malf 12. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, after which the malfunction did not recur. Customer was instructed to continue using the pump and to call back if any malfunction code appears again, and the caller acknowledged this guidance.